Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Customer did not recall receiving a low reservoir alert at 20 units, 10 units, or 0 units. Customer stated that health care professional believed that customer went more than 24 hours without insulin infusing through her insulin pump. It was unknown whether the auto mode feature was active at time of event. The insulin pump will be returned for analysis.